Event description:
It was reported "patient with a PICC catheter inserted on (B)(6) 2023 who, since its activation (beginning of infusions), appears to have a leak or drip from the insertion site that increased over the days, due to the suspicion of device fracture. It is decided to change it." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported "patient with a PICC catheter inserted on (B)(6) 2023 who, since its activation (beginning of infusions), appears to have a leak or drip from the insertion site that increased over the days, due to the suspicion of device fracture. It is decided to change it." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the lack of detail in the returned photo. One photo of a powerpicc catheter was returned for evaluation. Review of the photo found that no damage was present on the catheter and no leak can be observed. Small beads of liquid which appear to be condensation can be seen on the dressing¿s surface around the suture wing. Additionally, the gauze placed beneath the catheter appears to be discolored. It is possible that the gauze is retaining some liquid and thus causing some condensation to manifest on the dressing. However, the photo does not provide enough evidence to verity this. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. H3 other text: evaluation findings are in section h11.